Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0tfcw, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported a loss of therapeutic effect. The patient reported that "after she had the implant, for a month and a half it worked like a charm but then after that she was lifting boxes and strained her back or something and was having nerve pain problem. It was noted that couple days later then she got nothing with their bowels or anything and they were functioning so it was like before the surgery". The patient then said this all started "about a month ago." The patient stated that she then went to the health care provider (hcp) "and they said the placement was fine and they did CT scans on her neck and back .their neurosurgeon said they don't think that their back problems would interfere with the unit working". The patient stated that they checked and the lead wires are still in place. The patient has an appointment in july and will contact the hcp about speaking with the representative to be at app ointment. Additional information received from the patient reported that they experienced loss of bowel control 6 weeks ago, but previous call showed that it had been since (B)(6) 2015. The patient loss of bowel control coincided with her back hurting more. The patient also reported having abdominal pain and a pulling feeling sensation in the area that she didn't have before. The stated that she had had two normal bowel movement and two strained ones for the last 6 weeks. The patient turned her therapy off for 3-4 days in june per hcp instruction, but that didn't make a difference in her abdominal pain and the pulling sensation. The patient reported that she did have pain in her leg and back as a pre-existing condition and her neurologist has suggested scs for pain relief. The patient has 2 programs and she has tried to increase stimulation. The patient was not feeling stimulation. The patient was used to the stimulation sensation and normally it would have been in her lower left buttocks. There was no fall or trauma reported. The patient next appointment with hcp was scheduled for friday. Additional information received reported that the patient was no longer feeling stimulation. During the call, the patient synchronized with the patient programmer (pp), increased stimulation on program 2 from 0.6 vol ts to 0.9 volts, and then reported that stimulation was painful for her anus so she decreased it to 0.9 volts. A pinprick feeling at the implantable neurostimulator (ins) site that felt like a bee sting would happen a couple of times periodically. The event date for this occurrence was noted to be (B)(6) 2015. One night in (B)(6) 2015, it felt like the device flipped/partially flipped and the patient experienced excruciating pain. It was also noted that a few months after implant, there was a nagging lower pelvic pain all the way across. It had started mild but was getting progressively, gradually worse. If she woke up in the middle of the night, it was more intense. Relevant medical history included gastrointestinal/pelvic floor. This event will be updated if additional information is received.